Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that 12 magic 3 go male coude intermittent catheters were bent or did not have a water package and also stated that the patient could hurt themselves and quality control needs to do a better job. Stated that the patient was spending all the money for this type of catheters and asked to speak with someone in quality control.

Event description:
It was reported that 12 magic 3 go male coude intermittent catheters were bent or did not have a water package and also stated that the patient could hurt themselves and quality control needs to do a better job. Stated that the patient was spending all the money for this type of catheters and asked to speak with someone in quality control.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "operator error". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A review of the device history record did not show any problem or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions are needed. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. The device was not returned.